Event description:
It was reported that the pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. User later reported that problem was temporary, reattempted using same charging supplies, and charging function returned to normal with no further action required.